Event description:
Device malfunction: none. Symptoms/ae: stroke, death. Time of symptoms/ae: after the procedure. It was reported that during an unspecified internal carotid artery stenting procedure, after the xact stent was deployed and during removal of the filter, the patient experienced aphasia. Upon follow-up later that evening, it was reported that the aphasia had resolved and the patient was sitting up in bed eating. It was then reported that the patient experienced a stroke and expired the following day. Although requested, there is no additional information available.

Manufacturer narrative:
The device remains in the patient. The lot history record for this product was not reviewed and a query of the complaint-handling database was not performed with this part and lot number combination because the lot number and part number were not reported. Stroke and death are known potential adverse events associated with the use of carotid stents as stated in the device instructions for use. No device malfunction was reported.